Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that they were "having trouble with the device" and they were unable to adjust the stimulation because of the programming of ins. The patient stated that the stimulation was ¿done in a pattern¿ (cycling) where the stimulation increased every 10 seconds which they noted was annoying. It was also noted that they had been having accidents so the patient went to their healthcare professional (hcp) where the stimulation to cycling was adjusted. The adjustment was made in the hcp¿s office and they were sitting but did not realize how strong the stimulation was until they left the hcp¿s office and realized the stimulation was intermittent and ¿annoying¿. The patient went back to the hcp where the internal stimulation was checked and it was confirmed it was okay. It was then adjusted to resolve the ¿strong¿ and ¿annoying¿ stimulation and the setting was switched to program 2 at ¿I think¿ 1.2. The patient confirmed that the issue was resolved by the hcp at the office. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from patient stating that the cause of feeling stimulation on and off all day and the inability to connect was determined. It was due to the remote not communicating with the implant. The action they took in resolving the issue was their nurse practitioner used a different remote to communicate with the device and shut off the on and off stimulation. They also changed the program. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding their implantable neurostimulator (ins). It was reported that the device had become inefficient for patient's symptoms. Patient met with their doctor and was unable to communicate with the ins, but was finally able to connect to the device. Patient was unable to increase or decrease stimulation because they were unable to communicate. Patient's device was on 1.1 which was a low setting, but when patient got home patient was feeling stimulation too strongly so they decreased stimulation. Now the device was not working for patient's symptoms because patient decreased stimulation. Patient was having accidents and not getting to the bathroom on time like they were before. It was noted that they were back to the way they were and that they got relief from symptoms with the trial. Patient stated if they increased stimulation to 1.8 it would be uncomfortable and their body would shake. If they decreased to 1.7 or 1.6, symptoms returned. Patient attempted all 4 programs and found that program 1 was the only program where they could find a comfort level. Patient was set on 1.8 on program 1 and that they felt stimulation off and on all day long. No further complications were reported.